Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a bent infusion set cannula and mentioned that he experienced high blood glucose levels of 300mg/dl to 400mg/dl at the time of the incident. The customer's wife stated that blood glucose started going up after insertion and when they removed the infusion set, they noticed it was bent. The call dropped and attempt to reach the customer has been unsuccessful. The product will not be returned for analysis.